Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead exhibited noise episodes of electromagnetic interference. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient presented in the clinic. Upon interrogation, the right ventricle lead exhibited noise reversion episodes. No intervention was performed. The patient was in stable condition.